Event description:
It was reported that a spectrum pump was not working out of box. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported device is not working, which was reproduced as a system error 105 at power up. Eval found the system error 105 was caused by a seized motor. The failed motor assembly was replaced.